Event description:
The manufacturer received information alleging a ventilator was powered on for a pre-delivery test run but the display screen remained black while airflow was being delivered. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the customer's complaint was confirmed. There is no error indicating a device failure was recorded in the error log. It has been determined that the issue was caused by a liquid crystal display (lcd) failure. The lcd was replaced to address the issue.